Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer's father reported the customer received high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 349 mg/dl, 309 mg/dl, and 108 mg/dl were received and compared to built-in results of 304 mg/dl, 234 mg/dl, and 71 mg/dl respectively. It was further reported the customer did not experience symptoms, and the father injected the customer with glucagen (glucagon). It is unknown when the treatment was rendered in relation to the reported readings. No further treatment was reported.

Manufacturer narrative:
Additional information: section d-4 has been updated based on additional returned product. Section h-4 has also been updated based on the returned product. Additional product has been returned and investigated. Reader (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader powered on with a button and with strip insertion. Performed a built-in reader test, test passed. Control solution testing has been performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified.this also serves as a correction report. Section b-2 (outcomes attributed to ae) was not documented in the MDR follow up #1 report. Section b-2 has been updated.

Event description:
Customer's father reported the customer received high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 349 mg/dl, 309 mg/dl, and 108 mg/dl were received and compared to built-in results of 304 mg/dl, 234 mg/dl, and 71 mg/dl respectively. It was further reported the customer did not experience symptoms, and the father injected the customer with glucagen (glucagon). It is unknown when the treatment was rendered in relation to the reported readings. No further treatment was reported.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported the customer received high readings on the adc freestyle libre sensor compared to readings obtained on the built-in reader. Sensor readings of 349 mg/dl, 309 mg/dl, and 108 mg/dl were received and compared to built-in results of 304 mg/dl, 234 mg/dl, and 71 mg/dl respectively. It was further reported the customer did not experience symptoms, and the father injected the customer with glucagen (glucagon). It is unknown when the treatment was rendered in relation to the reported readings. No further treatment was reported.